Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) user did not receive an urgent low alert and instead received an immediate low alert after a brief sensor issue, consistent with intermittent communication failure; the user reported a low blood glucose which was treated and stabilized by the end of the call. Symptoms included hypoglycemia with a glucose nadir of 42mg/dl with associated malaise symptom reported. Outcomes included no long-term health consequences or impact. User support included communication with the user, interviews, and analysis of information provided. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure, with involvement of electrical and magnetic components and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.